Event description:
The injector contains the software prompt, "have you evacuated all air from the xxxml syringe and tubing?". This question must be answered by the operator before an injection can begin. In this incident, the technician pressed the "yes" button in response to the prompted air question without physically checking the syringe and tubing as instructed. Consequently, the injection was started with an empty prefilled syringe from the previous procedure still in the injector and the pt received 125ml of air. The pt experienced no physical reactions or symptoms and no remedial actions were taken by the hospital. In an 8/9/96 conference call with the hospital's sp & CT supervisor, she admitted "technician error" was the cause of this incident to co personnel. The area sales representative performed inservice training to the hospital staff on 8/14/96.